Event description:
It was reported that the monitors on the 9800 system intermittently go blank during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.